Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial witih moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Unknown. Date of event-unknown. Serial #: unknown, implant date: unknown. Device manufacture date: unknown. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports a decrease in vault and lens rotation. Attempts to obtain additional information have not been successful.